Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the pump has been dry for 3 years. Con reported that the pump never helped. Patient wants to remove the pump and believes their doctor is avoiding her. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Event description:
Information had been received on (B)(6) 2013. An underdose was reported and the patient felt like she was in withdrawal. It was noted that starting two weeks ago (from (B)(6) 2013) the patient had felt cold, shaking, goose bumps, diarrhea, nausea, and rigid body. The patient heard an alarm and the pump was checked with the personal therapy manager (ptm) and code shows 8286 which was empty reservoir alarm. It was noted the patient had dealt with bouts of depression and that was what caused her to miss her refill date. The patient called the managing physician but could not get in until (B)(6) 2013 and the patient couldn¿t wait that long. It was indicated that the patient had no other oral medications other than anti-depressants. Further information was received from a consumer on 2017-jan-04. It was reported the last time the patient saw the managing physician was in 2013. It was indicated that the patient informed them at her last visit she wanted the pump removed as the pump wasn¿t doing anymore for her pain relief like it should and ¿it wasn¿t what [the patient] thought it would be.¿ it was noted that they would just up the dose and that the managing physician office was supposed to flush and turn the pump off but the physician wouldn¿t see the patient. The patient could not remember when she noticed ¿it wasn¿t what [the patient] thought it would be¿ but she ¿gave it a year or 2.¿ information was requested regarding getting the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.